Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this catheter exhibited difficulty to position during an implant procedure. Subsequently, the procedure was decided to be reschedule for later. This product was discarded by the facility. No adverse patient effects were reported. Additional information was received from the field stating there were no anomalies on this device that contributed to the procedure being rescheduled. Furthermore, the scheduled procedure was finished successfully. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this catheter exhibited difficulty to position during an implant procedure. Subsequently, the procedure was decided to be reschedule for later. This product was discarded by the facility. No adverse patient effects were reported.